Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # j90r7y. The analysis results found that the mcl20 device was returned in good visual condition. A bag with one malformed clip was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a prostatectomy procedure; the clip applier misfired. The procedure was completed using same like device. No adverse patient consequences were reported.